Event description:
A patient reported they were hospitalized due to their meter allegedly having no power. Patient had symptoms of feeling "weak in the legs" and normal low blood sugar symptoms. The patient attempted to self medicate by eating something. In the process patient had passed out due to low blood glucose. Patient was hospitalized and treated for their low blood sugar levels. No further information has been reported.